Event description:
Passed away 4 years ago [death]. Case description: on (B)(6) 2015, a spontaneous report was received from a consumer regarding a female of an unspecified age, who was being treated with curasol wound dressing non-sterile 3 oz tube (dressing wound and burn, hydrogel). Medical history included colostomy and ulcers around colostomy bag concomitant products were not reported. On an unspecified date, the pt started treatment with curasol wound dressing non-sterile 3 oz tube at an unspecified dose and frequency to ulcers around her colostomy bag. On an unspecified date in 2011 (reported as 4 years ago), after starting the product, the pt passed away. The reporter declined to provide add'l info.